Event description:
During coronary intervention procedure in the cardiac cath lab: while attempting to position stent in left main coronary artery the stent came off the balloon and traveled down to the om. The stent was fully deployed in om with good flow. Alpine 3.5 x 8.